Manufacturer narrative:
H6: investigation summary: a mz1000 china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22105676. The feedback provided by the customer suggests flow restrictions was detected during use of the maxzero product. No further information was available assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22105676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months. H3 other text : see h.10

Event description:
It was reported while using bd maxzero¿ needle-free valve there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2023, after the day shift surgery, cvp needs to be measured in the return room. The responsible person is responsible for connecting the brown cavity of the cvp to a needle free connector and then connecting it to a disposable infusion device. When the infusion rate regulator is opened, it is found that the saline infusion is not smooth and cvp cannot be measured. 10ml of saline is extracted and pushed smoothly, but the infusion is still not smooth after replacing it with an infusion device. The responsible person is responsible for providing a new needle free connector for smooth infusion.